Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer would "let extra insulin run through the tubing to resolve the issue". There was no adverse impact to the customer.